Event description:
The clinical affairs department reported that during the (B)(4) clinical trial, it was identified at a 1 year follow up appointment but occurred almost a year following primary surgery. It is reported that the patient was re-admitted into hospital due to a deep wound infection. It is further reported that the patient had revision to amend the problem and revision of the joint replacement. It is further reported that there was a prolonged hospital stay and subsequent follow up appointments have determined resolving symptoms and an absence of infection in the affected joint.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat# 5530-p-511 lot # lbn154 description: triathlon-cr tibial insert #5 - 11mm. Cat# 5551-l-401 lot # lbi360 description: triathlon - asymmetric patella a40mm(s/I*) x 11mm. Cat # 5520-b-500 lot # sne9s description: triathlon-prim tib baseplate usae mod #1434. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.